Manufacturer narrative:
On (B)(6) 2015, the device penetrated the implanted plate and remained embedded in the patient's bone. Device remains in the patient's bone. (B)(4) used to report the screws embedded in the patient's bone. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4). Manufacturing date: march 7, 2011, expiry date: february 1, 2021. The complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile part were reviewed with the following results: manufactured in monument on february 14, 2011 (non-sterile) with no non-conformance reports generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported that two (2) screws were not locked and penetrated through an implanted plate during a surgical procedure on (B)(6) 2015. The screws were difficult to remove, so the surgeon decided to leave them in the patient&#62688;bone. A five (5) minute surgical delay was noted. This report is 1 of 2 for (B)(4).